Event description:
Boston scientific received information the patient with this device system was presented in the emergency room after the device delivered five inappropriate shocks. Upon device interrogation, increased and unspecified impedance measurements were observed. Tachy therapy was programmed off. An rv lead fracture was suspected, however, not confirmed. A revision procedure was performed and the rv lead was surgically abandoned. The device remains implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.